Event description:
A malfunction alarm was reported with the pump during its operation. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and was guided on how to put the pump into storage mode before returning it.